Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found no physical damage. A 'no disposable alarm' was revealed in the event history log during pump operate. Functional testing was able to duplicate the reported problem. It was determined that the dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the alarm sounds when the cassette is installed. There was no patient involvement.